Manufacturer narrative:
B5 - corrected to :"the reporter indicated that a 12.6mm, vticm5_12.6, -6.50/1.5/90, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length and different power lens due to excessive vault, significant reduction of iridocorneal angles, blurred vision and unreactive pupil. This exchange resolved the problem. No patient injury was reported. "Other" was reported to be the cause of this event, for cause details the reporter stated " icl too large." Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -6.50/1.5/92, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length and different power lens due to excessive vault, significant reduction of iridocorneal angles, blurred vision and unreactive pupil. This exchange resolved the problem. No patient injury was reported. "Other" was reported to be the cause of this event, for cause details the reporter stated " icl too large."